Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's left implantable neurostimulator (ins) was starting shocking her. The patient has an appointment on (B)(6) 2016. No additional information was reported. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.